Event description:
It was reported that the ilet device was dropped in a kitchen and the screen cracked, after which a replacement ilet was shipped with the original device pending return. Symptoms included no reported alerts or alarms. Outcomes included continued device use support with arrangements for device exchange. Investigation included internal complaint intake and coordination for hardware evaluation upon receipt. Investigation of this case revealed physical damage to the display consistent with accidental impact. It was concluded that the event was due to user-induced physical damage to the device screen, with no indication of a product malfunction.